Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 500 mcg/ml at 44 mcg/day. The indication for use was intractable spasticity. The patient went to the hospital on (B)(6) 2016 when he felt fluid leak down his back, and his spasticity increased. The hcp did a dye study, and it showed leaking of dye in the back area. No additional diagnostics were performed. The dose was dropped back to 25 mcg/day, the catheter was found, and the catheter was partially explanted. The cause of the leak was not found. The catheter was exposed, and no gross fractures were visible. The spinal segment of the catheter was cut below the anchor and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.